Event description:
It was reported that during testing the patient interface had a fault error. The fault occurred when rep was doing the 1.5.4 update. There was no patient impact.

Manufacturer narrative:
H3: it was found in the analysis that there was old software in the device and the software was updated to version (v1.5.4). There was no other malfunction found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.